Event description:
A surgeon reports that following intraocular lens implant surgery, the intraocular lens was found to have an oval area of opacity that appeared like fine speckling just within the anterior and posterior surfaces and covered about half the pupil. The area did not affect the pt's outcome. Bcva was 6/6 (20/20). However, during a second exam, the area appeared to be a little larger. The surgeon decided to perform a lens exchange. The pt had a very good outcome with an uncorrected va of 6/7.5 (20/25) and a bcva of 6/6 (20/20).